Event description:
It was reported that during a carotid artery stenting procedure, the patient had worsening of neurological symptoms including decreased memory, slurred speech and right arm weakness. No treatment was provided for the neurological symptoms. Post procedure, the patient experienced hypotension which was treated with vasopressors. On (B)(6) 2013 the neurological symptoms resolved and the patient returned to baseline. On (B)(6) 2013, the hypotension resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of hypotension and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.